Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation but to the olympus distributor ((B)(4)). Distributor's evaluation confirmed the fractured tip of the electrode. The fragment is available and no parts are missing. The user apparently applied excessive load to the device as he reportedly corrected a clearly visible deformation of the tip with his finger before clinical use. The pre-existing defect and the subsequent reclination are causal for the fracture. Therefore, the cause of the defect was attributed to abnormal use/off-label use. There was no report about patient injury and no fragment remained in the patient. The procedure was successfully completed. This report is being submitted as a medical device report in abundance of caution.

Event description:
During a therapeutic laparoscopic cholecystectomy, the tip of the suspect medical device broke apart and the fragment fell into the patient's cavity. The physician managed to retrieve the fragment from the patient using an unspecified grasping forceps. Afterwards the procedure was restarted and completed. It could be confirmed that no fragments remained in the patient.